Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2018 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2020 during which the surgeon noted the left side of the mesh had been disrupted. He also noted that there were dense adhesions that were lysed. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 5/24/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 4/25/2022.

Manufacturer narrative:
Date sent to the FDA: 11/25/2024. Additional b5 narrative: it was reported that the patient was revised due to displacement of previous mesh resulting to hernia defect and a proceed mesh was implanted for reinforcement. Other procedure was captured in a separate file. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.